Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted. The device was also part of an advisory/recall notice. Additional information was received stating the device displayed high atrial thresholds while implanted. The insulation on right ventricular lead was damaged, and repaired during the surgeey. This lead was a competitor's product.